Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a highest cgm reading of 233 mg/dl on a libre 3 plus, lasting approximately five hours while using a flex infusion set on the abdomen; the user did not confirm with a fingerstick and the cause was unknown. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included self-management at home without alarms, hospitalization, or medical intervention, and the glucose trend was reported to be decreasing. Investigation included complaint intake, user interview, and troubleshooting and education provided by support personnel. Investigation of this case revealed no device alarms or malfunctions and no component issues were identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.